Event description:
Related manufacturer reference number: 2017865-2022-09759. It was reported that a patient presented in-clinic with complaints of fatigue and discomfort. Upon interrogation, the patient's left ventricular (lv) lead was found to have high pacing impedance and loss of capture. The patient's implantable cardioverter defibrillator was found to have post-paced t-wave over-sensing. Corrective programming changes were made to resolve the ICD over-sensing, and the lv lead was surgically plugged on (B)(6) 2022. No surgical intervention was reported for the device. The patient was in unknown condition.

Manufacturer narrative:
Further information was requested, but not received.